Event description:
It was reported that the patient had a "replace system controller" alarm on the system monitor. The message still remained after performing self-tests on the system controller and the power module. The bedside nurse reported that the patient dropped their controller prior to this alarm. Following review of the submitted log files, it appeared that the log file captured lcd communication fault alarms beginning on 9:19 am on (B)(6) 2025. There were no other unusual events recorded in the log file event history and the mechanical circulatory support (mcs) equipment appeared to have operated as intended. The system controller was exchanged, which resolved the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the submitted log file. Data from the reported event date of 19jun2025 in the submitted controller event log file was reviewed. On (B)(6) 2025 at 09:19:34, a controller internal fault alarm activated due to an lcd_com fault. The alarm lasted through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number: (B)(6), was not returned for analysis and remains in use. The provided information stated that the alarm did not resolve after self-tests were performed. Prior to this alarm, the patient dropped the controller on the ground. Additional information stated that a controller exchange resolved the event. The controller was disposed of and would not be returned. A root cause for the reported event cannot be conclusively determined through this analysis; per the provided information the reported controller drop could have been correlated to the reported event. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller internal fault alarms. No further information was provided. The manufacturer is closing the file on this event.